Event description:
It was reported that device was used during an unknown procedure. It was reported that the hand piece locked out. The case was completed with another hp052. There was no patient consequence.